Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient had a ketoacidosis event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). No product or data were provided for evaluation, therefore, the customer complaint could not be confirmed and a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of ketoacidosis.